Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences difficulty establishing communication between her scs ipg and charging system. A replacement charging system did not resolve the issue as although the new charger seemed to communicate better than the original, the patient still had trouble communicating with the ipg. As of (B)(6) 2015, communication was established; however, the patient had to stand in order to charge. Surgical intervention will be taken at a later date to address the issue.